Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that air was observed in the flush port during catheter insertion. No air was found in the sheath when the dilator was removed. A catheter was inserted in the right inguinal area. Air continued to be drawn in due to backflow during the catheter insertion process. The catheter tip was 1cm inside the sheath. The irrigation flow rate was low. Starter guidewire had been inside the sheath prior to, and/or at the time, the air was observed. The issue occurred before the insertion of the sheath. The procedure was completed successfully by using a different device same model. No patient complications have been reported. The product is not expected to return as disposed in the facility.